Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hyst. (Partial),salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added .event injury nos deleted and new events pelvic pain, dysmenorrhea (cramping), abdominal pain and menorrhagia (heavy menstrual bleeding) added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), idiopathic intracranial hypertension ('pseudotumor cerebri') and intracranial pressure increased ('intracranial htn') in an adult female patient who had essure (batch no. 88043-not valid,12509147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, diarrhea, depression, allergic rhinitis, parity 2, intracranial hypertension, multiple cesarean sections (2) and chronic cervicitis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), idiopathic intracranial hypertension (seriousness criterion medically significant), intracranial pressure increased (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea") and vision blurred ("blurry vision"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, idiopathic intracranial hypertension, intracranial pressure increased, dysmenorrhoea, abdominal pain, menorrhagia, vaginal haemorrhage, migraine, nausea and vision blurred outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, idiopathic intracranial hypertension, intracranial pressure increased, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: right side-3 trailing coils, left side- 5 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Lot number: 12509147, manufacturing date: 2011-11, expiration date: 2014-09 . (88043) is not a valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), idiopathic intracranial hypertension ('pseudotumor cerebri') and intracranial pressure increased ('intracranial htn') in an adult female patient who had essure (batch no. 88043r,12509147l) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, diarrhea, depression, allergic rhinitis, parity 2, intracranial hypertension, multiple cesarean sections (2) and chronic cervicitis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), idiopathic intracranial hypertension (seriousness criterion medically significant), intracranial pressure increased (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea") and vision blurred ("blurry vision"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, idiopathic intracranial hypertension, intracranial pressure increased, dysmenorrhoea, abdominal pain, menorrhagia, vaginal haemorrhage, migraine, nausea and vision blurred outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, idiopathic intracranial hypertension, intracranial pressure increased, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: right side-3 trailing coils, left side- 5 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs and mr received : events- "abnormal bleeding (vaginal), migraines / headaches, nausea, intracranial htn, pseudotumor cerebri, blurry vision ", lot number, reporter, lab data, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.